Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the air detector sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.(B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient states that pump alarmed air in line. They straightened the tubing and pump is now stopped. Attempted to restart pump but it alarms "cannot start pump with air in line"; prime tubing. Battery cover opened and closed. Pump turned on but alarm returns. Patient and spouse unable to clamp his tubing. Pump powered off. No adverse patient effects were reported by the customer. It was reported that no further information is available.